Event description:
(B)(4). Other problems that I have had since essure placement are arthritic type joint pain, muscle cramping, dizziness, lack of sleep, having to take multiple prescriptions for infections and resultant problems from those including 'c diff' type diarrhea and stomach issues, missed work for over a week due to complications from medicines taken due to infections. I have lost work and therefor lost money, lost sleep, loss mental capabilities, loss memory, increased pain, increased anxiety, increased weight, increased medical bills, increased harm to my body, increased ill health all due to this device.

Event description:
(B)(4). I will be having a hysterectomy due to complications related to essure inserts. I have had severe abdominal pain and upon ultrasound found that one of the essure implants has migrated to my uterus. It is in my uterine lining and migrating toward my abdominal muscles. Since placement I have dealt with several painful cramping during period times even though I had ablation, painful cramping, frequent migraines (when I used to only have one a year on average), fatigue, weight gain, severe lower back pain, sharp, sudden abdominal pain even when I roll over in bed, frequent and reoccurring yeast infections as well as bv infections (when I only had maybe 5 my entire life before essure). I have had 5 children with no problems and this is horrible that I should have to have a hysterectomy when my reproductive systems were normal and healthy prior. The insertion of the essure was incredibly painful experience as well. Like I've said, I've had 5 children but this was severe pain. I have also had multiple ovarian cysts including hemorrhagic cysts since placement. Painful intercourse, brain fog, forgetfulness, anxiety, mood swings, elevated blood pressure and cholesterol levels which I had never had prior, and hair loss. I agreed to essure because my dr. Assured me it was safe and less invasive. Now I'm having an even more invasive procedure. I ask the FDA to please pay attention to all these women having problems from a device that I was told was less invasive and "better" for me than having my tubes tied which is what I originally went in for. I am devastated by this and to find out they got prior approval and there is nothing we can do is just one more slap in the face.